Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead was unable to be implanted and a satisfactory qr morphology was not able to obtained. It was also noted that the rv lead helix was failed to be extended. The rv lead was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events were unable to implant, unspecified capture issue and helix mechanism issue. A complete lead was returned in one piece for analysis with the helix retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event unspecified capture issue was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.